Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual rise in impedance and an increase in thresholds over the last year. It was further reported that the lead exhibited high thresholds and high impedance. The lead remains in use. No patient complications have been reported as a result of this event.